Event description:
It was reported that a smiths medical pump fails to obtain minimum pounds in drive train test per customer. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with a crack on the right plunger case and battery door. A DHR, device history review, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The event log showed no errors which related to the customer's reported problem. To further investigate, a functional test was performed. The customer's issue was not duplicated. Customer had been using the older revision of the tech service manual. The right plunger case and battery door were replaced for physical damages. Device passed all functional testing during maintenance check.